Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 471 mg/dl and it was addressed by the customer changing out all the supplies. System check could not be performed with tandem technical support as the changed the supplies.